Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) catalog# is unknown but referred to as either zta-p-36-209, zta-p-42-225 or zta-p-38-167. G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: (B)(6): zenith alpha thoracic post market retrospective study. The patient is reported to have died 5 day post-procedure after rupture of large periprosthetic haematoma. On (B)(6) 2021, the patient was emergently treated for a ruptured thoracic aortic aneurysm with placement of 3 proximal zta components, in order from most proximal to most distal: zta-p-36-209, zta-p-38-167, zta-p-42-225. Procedure angiography revealed patent study devices, no endoleaks, and no device issues. On (B)(6) 2021, the patient experienced ¿a large ruptured periprosthetic haematoma in the posterior mediastinum.¿ the treatment was conversion to open surgical repair. Additional information provided: ¿cardiorespiratory arrest during the first night of hospitalisation with return of spontaneous circulation after 6 minutes of specialised cardiopulmonary reanimation. The CT scan on (B)(6) 2021 revealed a left haemothorax, associated with a large periprosthetic haematoma around the study zta, with compression of the left lung. The zta appeared to be permeable with no leak of contrast medium seen on the CT scan. Emergency operations on (B)(6) 2021: suture of the distal end of the zta graft, flattening of the thoracic aneurysm and surgical haemostasis, polytransfusion. Unfavourable post-operative outcome with cardiac, respiratory and septic complications. In this context of multivisceral dysfunction, a new episode of cardiac arrest occurred on (B)(6) 2021, which led to the patients death at 3:37 am.¿ the site did not answer the questions about the relationship of the event to the study device or procedure. Additional information received 10mar2025: imaging data for the (B)(6) 2021 CT scan (day after procedure). The CT shows that at least one study device was not patent (the site cannot provide which), no evidence of thrombus, no device issue, and an unknown type of endoleak that required secondary intervention. Secondary intervention occurred on (B)(6) 2021. It was not considered successful, noting ¿post-operative CT scan shows persistent haematoma.¿ the reason for the secondary intervention was clinical signs/symptoms, specifically cardiorespiratory arrest, and imaging results. The indication for secondary intervention was ¿left haemothorax and ruptured periprosthetic haematoma in the posterior mediastinum.¿ type of intervention was surgical conversion to open repair because of an endoleak. The study devices were not explanted. Cardiorespiratory arrest during the first night of hospitalisation with return of spontaneous circulation after 6 minutes of specialised cardiopulmonary reanimation. The CT scan on (B)(6) 2021 revealed a left haemothorax, associated with a large periprosthetic haematoma around the study zta, this is due to a prosthetic leak. Emergency operations on (B)(6) 2021. Patient outcome: the patient died on (B)(6) 2021. The cause of death was ¿complications of a ruptured aneurysm of the descending thoracic aorta (initial pathology).¿ the death was noted as related to primary disease progression and complications of the implant procedure.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). After investigation the event is no longer considered reportable to FDA. Investigation is still in progress. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.